Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D4, h4: the expiration date, UDI and device manufacture date have been updated accordingly. Investigation summary a photo was returned to j&j medtech orthopaedic for evaluation. The j&j medtech orthopaedic team conducted a visual inspection of the returned photo. After the photos visualization, it was observed that only the sutures are shown which are completely detached from the inserter, however the anchor cannot be observed in the image provided. A review of the batch manufacturing records was conducted on finished lot number 169l251: and no related non-conformances were identified. The overall complaint was confirmed as the observed conditions of the lupine br ds w/orthcrd would have contributed to the complained device issue. Based on the investigation findings, the potential root cause can be traced to procedural variables, such as device handling or product interaction during the procedure; excessive tension was applied to the sutures, consequently caused the anchor breakage and sutures detachment. As per IFU: excessive tension may overload the anchor or suture. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary- the product was returned to j&j medtech orthopaedics for evaluation. J&j medtech orthopaedics then conducted visual inspection of the device received. Visual inspection reveled that only the suture of the lupine br ds w/orthcrd was returned, it does not show structural anomalies. A review of the batch manufacturing records was conducted on finished lot number 169l251: and no related non-conformances were identified. The overall complaint was confirmed as the observed conditions of the lupine br ds w/orthcrd would have contributed to the complained device issue. Based on the investigation findings and since the anchor was not returned, it was not possible to verify the anchor broken condition, however the potential root cause for the issue experienced by the customer can be traced to procedural variables, such as device handling or product interaction during the procedure; excessive tension was applied to the sutures, consequently caused the anchor breakage and sutures detachment. As per IFU: excessive tension may overload the anchor or suture. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D4, h4: the expiration date and device manufacture date are currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a rotator cuff repair procedure, a lupine br ds w/orthcrd device was used. During the procedure, it was observed that the anchor was broken off and the suture detached from the anchor then all the broken parts were removed. Another like device was used to complete the procedure. There was patient involvement. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.